Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and increased capture threshold. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.